Event description:
Complaint record states that during transfer the patient's leg came in contact with the lower actuator attachment on a viking m lift. Alleged injury was a cut to the leg requiring stitches. MFR ref #: 8030916-2013-00036.